Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed a pulmonary hemorrhage. All anti coagulants were withheld, and the patient received a rapid trauma blood transfusion. It was reported that the patient was stable, and heparin was re-introduced into the purge.